Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead had protruded through the skin. The patient was placed on antibiotics and an x-ray was administered. No further patient complications have been reported as a result of this event.